Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead displayed sudden and intermittent high thresholds. Additionally, the lead displayed high pacing impedance. It was further reported that an ra lead revision was done. The ra lead was examined and it was noted that the ra lead pin was not completely advanced into the implantable cardioverter defibrillator (ICD) header and the setscrew was not tightly fastened. The lead was removed from the header and tested on the analyzer with no evidence of a lead fracture. The lead pin was fully inserted in the header and the setscrew was tightened. The lead and device remain in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.